Manufacturer narrative:
A alumina c-taper head 32mm/0, catalog # 17-3200e, lot 21751701 was also noted in this report. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that the patient's hip was revised for pain and impingement.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving a ceramic head and pain and impingement involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient's hip was revised for pain and impingement.